Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had dropped by 1.5 years in 6 months time. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service at this time. No adverse patient effects were reported. It was additionally reported that the device was successfully replaced with a non-boston scientific product. It was stated that the device would not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had dropped by 1.5 years in 6 months' time. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service at this time. No adverse patient effects were reported.